Event description:
PICC was placed in an infant, three days later the nurse noticed a problem. There was leakage at the hub of the PICC.

Manufacturer narrative:
Although the device was not returned by the user, vygon will sent the complete incident report to vygon (B)(4) (the MFR) to perform a thorough investigation. The results of this investigation will be forwarded to FDA in a follow-up MDR within thirty days of its conclusion.